Event description:
The customer reported that play with scope¿s angulation in all directions u/d/r/l. No further information was provided. The scope was returned for evaluation and foreign material was noted on the scope¿s elevator channel. This report is being submitted to address to the foreign material noted during evaluation. There was no patient infection or patient harm reported.

Manufacturer narrative:
Further inspection of the device confirmed the customer¿s complaint of ¿ angulation play in all directions) due the angulation wire being worn. Also, due to the wear of the angulation wire, the neutral position of angle knob was out of the specified position. The electrical connector insulation failed. The scope¿s objective and light guide lens were found dirty. The bending section rubber adhesive was found detached and the bending section rubber was noted to be scratched. The investigator reported that due to the deformation of forceps elevator lever the u/d knob cannot be locked securely. Damage on the ultrasonic cable caused a number of missing element to exceed the standard value. A cosmetic scratch was noted on the acoustic lens was scratched. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
Customer confirmed the event was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response. Event- customer confirmed event was found during preparation for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred because the foreign material that adhered to the forceps elevator during the procedure could not be removed by reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.